Event description:
User received questionable sodium results for one patient sample. The original sodium result was 128 mmol/l. The same sample was repeated three times on this cobas c111 analyzer giving sodium results of 141, 133 and 137 mmol/l. The sodium electrode lot number was not provided. The sample was also sent to a hospital for analysis, the hospital results were not provided. The erroneous results were not reported. The patient was not affected. The field service representative determined a defective valve was the cause and he replaced the valve. He performed instrument testing and checks which were within specification.